Manufacturer narrative:
A ge service representative performed an on site investigation. The charger board and the fluoro functions board were replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the 9900 system had a collimator error message during a case. Also there was an intermittent charger failure error. No patient injury was reported.